Manufacturer narrative:
Evaluation results suggest that the event may have occurred during shipping and handling of the product after leaving the mfg facility. No product discrepancies were observed during the original MFR of this product.

Event description:
The sterile seal was broken upon opening. There was no adverse consequence for the pt or delay in surgery or anesthesia time.